Event description:
Information was received that the cadd administration set was disconnected. Pt was on continuous mode on cadd prizm pump and using cadd tubing. Parent of the child was connected to PICC line. Around 3am tubing got disconnected somehow. It got sliced off three different times and the medication leaked onto the child's bed while sleeping. Mother is concerned the child may have a secondary infection due to the tubing being disconnected. Caller says he was unable to pull tubing off connector while testing if able to disconnect, and he says there was no way that this cable was going to come disconnected. So caller believes that the tubing was cut somehow. No reported adverse effects.